Manufacturer narrative:
This supplemental report is being submitted to provide an update on field h4 and due to a correction required. Updated fields: h2, h4. Corrected field: b5. H6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope presented failure of the universal cord, damage on charged coupled device (ccd), the image has white dots and due to a cut on universal cord, water tightness was lost. There was no patient involvement.

Event description:
It was observed that during the device evaluation, that the subject device presented a failure of the universal cord, damage on charged coupled device (ccd) and due to a cut on universal cord, water tightness was lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g4 - PMA/510(k) #, which was not late. The correct PMA/510(k) # is k190744.

Event description:
It was observed that during the device evaluation, that the subject device presented a failure of the universal cord, damage on charged coupled device (ccd) and due to a cut on universal cord, water tightness was lost. There was no patient involvement.